Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 500 mg/dl. The customer stated that insulin pump had bolus not delivered and its it consistently happened. Customer stated that they had been getting delayed delivery of boluses. Customer stated that the scroll bar was not moving with no input. The insulin pump will be returned for analysis.